Event description:
Patient states that on approximately in 2004, she had her pump, and she believes catheter, removed due to a granuloma. The patient states that about 8 months prior to this, she experienced severe edema, leg spasms, fell repeatedly and had bladder problems - retention. She received an MRI and then was admitted to the hospital. The patient states she also had several laminectomies during removal of the device because of the size of the granuloma. The patient reports they went through physical therapy for rehabilitation, however, has suffered paralysis on the left side of body. The patient was unable to confirm what medications were used in the pump, but believes it was baclofen and morphine. The patient believes the drugs were switched shortly before the MRI. The manufacturer requested additional information and confirmation of this event; however, no information was received from the hcp.

Manufacturer narrative:
See additional scanned pages.